Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. However battery cap and battery tube compartment was corroded noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received off no power multiple times. The customer¿s blood glucose level was 69 mg/dl. The customer was assisted with troubleshoot. The customer was reported that this was not the second occurrence of off no power without low battery warning. The customer was advised the insulin pump will need to be replaced and may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.